Event description:
The customer reported the system did not flag for platelet clumps involving unicel dxh 800 coulter cellular analysis system. Discrepant low platelet (plt) and mean platelet volume (mpv) results, without instrument generated flags, were obtained for one patient sample as compared to results from a citrate tube analyzed on an alternate dxh 800, which was considered correct. The customer noted platelet clumps on manual blood smears. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) reviewed the data and specimen results. The patient sample had platelet clumps but flag was not generated. The operator discovered platelet clumps were based on low platelet count, confirmed through manual smear. The operator repeated the test and used a different type of tube (citrate) to obtain the correct platelet count in order for the result to be released out of the laboratory. The fse discovered axial light loss (al2) and lymphocyte values for nucleated red blood cell (nrbc) high and volume, conductivity, scatter (vcsn) noise levels elevated on the volume channel. The fse repositioned tubing harness to the flow cell to resolve the noise level issue. The fse cleaned the flow cell and performed full multi-transducer module (mtm) alignment and latron gain calibration procedures to address issues with al2 values for nrbc ly's. Service activity performed and verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications.